Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collateral arteries using pod packing coils (pod pcs), and a non-penumbra microcatheter. During the procedure, while advancing pod pc into the microcatheter, the pusher assembly and introducer sheath of the pod pc kinked at the same time. It was reported that the introducer sheath kinked just before the rotating hemostasis valve (rhv). Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.